Event description:
It was reported that the atrial lead exhibited oversensing which caused 11 inappropriate automatic mode switches. The atrial sensitivity was programmed from 0.3 mv to 0.5 mv in the bipolar configuration.

Manufacturer narrative:
No medwatch form was received.